Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The lot number for this complaint device is unknown. Consequently, the work order record or its related non-conformances could not be evaluated. Additionally, it could not be determined if additional complaints from the same lot have been reported. Complaint sample evaluation was not performed since no product or imaging was returned to assist with this investigation. If the complaint device becomes available for investigation, the device will be evaluated and the file will be updated at that time. The customer explicitly stated that the device had been sterilized (by unknown sterilization process) after being used and reused because it is expensive, but not used frequently. The customer stated that they believed the degradation of the device caused by repeated use and sterilization ultimately led to the separation and that they did not intend to use this particular device in another surgery at this time. The IFU states, ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use.¿ based on the information provided, no product returned, and the results of our investigation; it was determined that the root cause of the reported failure is related to the product being used beyond its intended life is what ultimately led to the device breakage. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the mizus mettro endotracheal tube replacement obturator was broken due to degradation during use, and the broken end of the guide tube subsequently remained in the patient's right bronchial tube. An aortic valvuloplasty and right ventricular outflow tract construction were performed under an extracorporeal circulation circuit. It was reportedly difficult to wean the patient off of the extracorporeal circulation circuit due to lung bleeding, so the patient was monitored in the intensive care unit. Seven days later, in preparation for the operation to wean the patient off of the extracorporeal circulation circuit, an endobronchial tube replacement was performed. Since intratracheal intubation was difficult for this patient, the guide tube was reportedly left inside of the patient's trachea, and then the complaint product was inserted to replace the endobronchial tube. It was then the tube broke. The customer further reported that, although it was known that the complaint product is a single use, disposable device, it was sterilized and reused because it is an expensive product, and is used infrequently. The customer attributed the degradation of the product to the repeated usage and sterilization of the device. The customer does not intend to use this particular device in another surgery at this time. The product is reportedly unavailable for return.